Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an acceleration of patient ventricular tachycardia (vt) by delivering anti-tachycardia pacing (atp). Technical services (ts) was consulted and explained therapy appears to be appropriate and the arrhythmia was converted, lead measurements are within normal range. The device remains in service. No additional information is available at the moment. No additional adverse patient effects were reported.